Event description:
It was reported that the monitor "rack" catheter failed. It was unknown if the device was being used on the patient, if there was any patient injury, or if the event led to an increase in surgery time. Additional information/clarification has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 24 oct 2016. The investigation included: methods: -evaluation of actual device, -review of device history records, -review of complaint history. Results: the cam02 monitor serial number (B)(4) was returned to ratingen service centre for failure analysis evaluation. The failure analysis evaluation verified the complaint incident. The service centre identified the customer's camcabl was defective and required to be replaced. The cam02 monitor was verified as performing to specification. The cam02 monitor was calibrated and safety tested. The results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. The DHR review could not be completed for the cam02 monitor reported as defective since the DHR (device history record) for cam02 monitor serial number (B)(4) could not be obtained from the ils tullamore archive. CAPA (B)(4) was initiated by (B)(4) to address the DHR retrieval deficiency, corrective actions will be implemented as part of the CAPA process to address the DHR issue. At this time no further review can be performed. The complaint evaluation appendix 2 verified the cause of the catheter failure was due to a defective camcabl. Therefore a review of the customer complaints was competed using the following key words "catheter failure" and a root cause "camcabl" in the search criteria. The review encompassed dates 19-jul-15 to 15-sep-16. A total of 121 complaints were reviewed of which this complaint is the single complaint occurrence which contained the search criteria. The review identified this complaint as the second complaint occurrence for serial number (B)(4). Conclusion: the catheter failure occurred due to the customer's camcabl was defective.